Event description:
Manufacturer representative (rep) called and asked for instructions for a locked passive recharge mode ins out of this state. Reviewed we were not aware of a document that could be sent and urged her to call when with patient. Per caller the patient lives in a poor cellular area and doesn't know if she will have good reception. Sent email to see if instructions were supposed to be sent. Caller stated they are meeting with patient this morning but haven't received document and patient's ins is stuck in passive recharge cycle. Briefly explained disable device and purpose of it to caller. Reviewed to call back when with patient if further assistance is needed. Subsequently spoke with caller who was with pt in clinic. Walked thru disable device flow successfully showing controller as 100% charged and ins as 50% charged. Then they had to go thru set up flow as controller had lost pairing with ins. Caller turned stim back on and pt was feeling stim. Tried various operations with controller and it was working fine. Issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID 97755 lot#/serial# (B)(6), product type recharger product ID m943899a lot#/serial# unknown, product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: (B)(4), product type: recharger, product ID: m943899a, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when she goes to try and recharge the ins, patient is seeing no device found. Patient stated she has already met with manufacturer rep regarding this and was told to call for a replacement recharger (rtm). Patient did confirm that the rep tried a different rtm but wasn't sure of the result as she was trying not to stare at what the rep was doing. Pss attempted to initiate a charging session but patient stated she continues to see no device found. After pressing recharge, patient confirmed numbers on antenna location screen did fluctuate when moving rtm away from ins. Pss had patient attempt a passive recharge subflow but patient ended up getting "unable to recharge." Patient stated the last time they charged the ins was saturday. Pss will be sending replacement rtm through repair but reviewed if this doesn't resolve issue, advised the patient to follow up with their healthcare provider. No symptoms were reported. Additional information was received from patient that her belt is coming apart where the velcro is located. Additional information was received from the manufacturer representative (rep) and reported that since getting new rtm pt can only see "no device found" screen on controller since this past saturday. Caller thinks that pt has discharged ins. Reviewed passive charging screens and that pt should select "recharge" option on no device found screen. Also encouraged pt to call for troubleshooting. Pt is only seeing passive charging screen when trying to charge. Pt says they have been thru about 4 attempts of passive charging that lasted about 20 min each. During call, "unable to recharge" message showed on screen which it was reviewed was message that showed at the end of a passive recharge 10-minute flow. Pt getting 95 to 97 during passive charging. It was reviewed that pt would need to be seen to address recharge telemetry issue. It is believed the controller is being stuck in tel m and it won't transition to tel n so disable device flow needs to be done in clinic. Caller is planning to meet pt this wednesday, as pt lives 3.5 hrs away from caller and caller will be in the area of where pt lives this wednesday. No patient symptoms were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep)regarding a patient with an implantable neurostimulator (ins). The rep reported that once they were able to follow technical services guidance, they could get the patient out of passive recharge move and they could resume use of their ins. The ins charged to 60% while in passive recharge. No symptoms were reported.